Event description:
Complaint# (B)(4).

Manufacturer narrative:
A getinge field service technician was sent out to investigate the device in question. According to the service report the field service technician checked the pins and console sockets of the pumps as well as the module connections on the console. The bubble and level sensor was checked when using the arterial pump on hl20 unit. Furthermore, all pumps were tested by the field service technician and he found a damaged belt which needs to be replaced. Replacement of defective belt and root cause analysing is onging.

Manufacturer narrative:
According to the service order dated on 2019-06-19 the technician performed as follows: the pins and console sockets of the pumps were checked. The module connections on the console have been checked. Air / level safety has been checked when using arterial pump. All pumps tested. After clarification with the ssu in the communication field the technician stated that the reported failure "stop-inp" could not be reproduced and the belt was replaced because the customer wanted it to be replaced. Therefore no most probable root cause could be determined. The occurrence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
It was stated that on hl20 unit the error message stop-inp occurred and all pump modules stopped during patient treatment. User used hand crank and surgical operation was finished. No harm or injury to patient. Complaint# (B)(4).